Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
During use, it happened to blackout and affect the use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the hospital's power supply fluctuated, causing fuses to blow out to protect processor. The hospital engineer replaced the fuse. Reminded the hospital to use the voltage regulator in order to ensure the voltage stability and reduce the occurrence of accidents.